Manufacturer narrative:
The investigation is ongoing and the results will be reported when availablethe internal complaint number is (B)(4).

Event description:
It was reported that patient underwent a gynecological procedure on (B)(6) 2017 and tvt was implanted. The patient underwent removal surgery on (B)(6) 2020. It was reported that patient experienced pain, rectocele and unstable bladder. No additional information was reported.